Manufacturer narrative:
The consumer did not save the wrap or the box. Lot number not provided and product not available for evaluation.

Event description:
Tiny places that had bacteria in it - skin (provisional diagnosis) [wound infection bacterial]. Second degree burn (provisional diagnosis) [burns second degree]. Excruciating pain on the back - skin [pain of skin]. Two blisters [blisters]. Liquid discharge out of 1 blister [secretion discharge]. Black scab [scab]. Device misuse (contraindicated condition) (used during sleep) [device misuse]. Case description: a consumer reported that they, a female patient, accidentally fell asleep while wearing a thermacare heatwrap, back & hip, size unknown wrap 1 applic for six hours in 2008, and reported the following: felt a lot of pain in her back when she awoke the following day; there were two 50-cent sized blisters on her back when she removed the wrap; one blister broke open at that time, a lot of liquid came out and her husband cleaned the area and applied neosporin and a bandage. The second blister broke open when her husband removed the bandage the next day. Because the pain was unbearable and a black scab was forming, she went to the emergency department one week later, where she was told she had 2nd and 3rd degree burns (provisional diagnosis). She was given prescriptions of oxycodone and bactrim ds and was released. The consumer reported that she visited a burn clinic the next day where the area was debrided and she was advised to wash daily with soap and water, apply thick layer of silvadene and reapply gauze. She mentioned that she had a follow-up visit to the burn center scheduled for one week later. Additional event coded for device misuse (contraindicated condition - used during sleep). Treatment: bandage, neosporin, silvadene, oxycodone, bactrim ds, debridement, kept area clean, washed with soap and water daily, gauze. The case outcome was not recovered/not resolved. Past medical history included: allergy - trees, grass, mold, drug allergy - doxycycline, amoxicillin, keflex, medical history - hypertension, depression, hyperlipidemia, back pain, hypothyroid, anxiety. Concomitant medications included: reglan, fish oil, norflex, zanaflex, effexor xr, elavil, baby aspirin, tenormin, lipitor, klonopin, premarin lasix as needed, synthroid. Other product used previously without incident: yes - a long time use of thermacare wraps. No further information was provided. Safety follow-up phone call to consumer: the consumer reported that her symptoms were slowly getting better. She stated that she went to the burn clinic as scheduled and there was a couple of little bitty tiny places that had some bacteria in it and they took it out; there is little bitty blood like things that show she will grow new skin. The consumer reported that her husband had initially cleaned, changed and applied neosporin to the area and when it became a thick scab it was excruciating; the thick scab was cut off, debrided at the burn clinic. No further information was provided.